Manufacturer narrative:
(B)(4). The reported event is confirmed. Visual inspection of the returned product showed that it was dull. No dimensional analysis could be performed due to the wear. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause could not be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034 - 2018 - 01896.

Event description:
It was reported that during a reverse total shoulder arthroplasty, the baseplate reamer was very dull. The surgeon was forced to upsize to a 28mm baseplate to complete the procedure. No adverse effects have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.